Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels up to 329 (mg/dl)following dinner. Correction boluses were administered to address bg levels. System check with tandem technical support indicated the pump was performing as intended. Reportedly, customer is in contact with their health care provider (hcp) to adjust pump settings. Recommendation was made to change infusion site and to contact hcp if bg levels do not stabilize.